Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) (oekg) for evaluation. In the evaluation of oekg the following was confirmed; the phenomenon did not reproduce. The inspection found no problems. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause is presumed to be misidentification of the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ecrp) procedure using the subject device, the forceps elevator did not move and could not be completely retracted. There was no report of patient injury associated with this event.